Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located one (1) similar complaint(s) with the same failure mode for this serial number. Case: (B)(4)- 1 station all drawer device not detected on bus. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of main drawer 5 failed, not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: 02243524 the fse reported that full height drawer 5 on the main and all cubie pockets were failed, not detected on bus. The fse found no lights on the module controller and drawer controller. The fse replaced both parts and logged into hardware test application to run a final test. Drawer was configured and functioning properly. The report was closed. During dchu visual inspection: p/n 151903-01: was received with signs of thermal damage on component u300 and capacitor c302. During dchu testing: p/n 151903-01: the testing from dchu was not required since signs of thermal damage were found during visual inspection in the internal components of the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it was determined that the root cause of es - main drawer 5 failed, not detected on bus was attributed to a damaged components u300 and c302 on the full height cubie pmc (p/n: 151903-01) circuit board resulting in thermal damage and electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the components u300 and c302 on the full height cubie pmc. There were no adverse events or injuries reported based on this event.